Manufacturer narrative:
Date sent to the FDA: 09/13/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent.

Event description:
It was reported that prior to the unknown procedure performed on the patient on unknown date, the absorbable hemostat was ordered. When the order was received, the outside packaging stated 4x8 but inside has a box of 0.5x2 absorbable hemostat sheets. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: received for evaluation was one pouch identified with lot 3929436. The device received was manipulated: the pouch was opened and blood stains are visible on the tyvek. The pouch and the tyvek don't correspond to the same surgicel code. The lot number printed on the pouch (3929436) does not correspond to the lot number given in the system (3929839). Moreover, no box was received for evaluation. No conclusion can be done. The defect observed during the evaluation is not linked to a manufacturing issue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1) can you please confirm the impacted lot number? The initial lot number reported was 3929839. However, the product returned had lot number 3929436. 2) what lot number was listed on the outside of the product box? And what lot number was listed on the outside of product tyvek?